Manufacturer narrative:
It was reported by the sales rep that during use of an intraclude icf100 a hole developed. The balloon was reportedly fine during prep and the hole occurred while in the patient. It was also reported that "the hole could have occurred from calcium or plaque upon inflation". Evaluation: evaluation of the returned device detected leakage through a pinhole in the balloon. The complaint was confirmed. It is most likely that the hole occurred from calcium or plaque that the patient was reportedly known to have. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported by the sales rep that during use of an intraclude icf100 a hole developed. The balloon was reportedly fine during prep and the hole occurred while in the patient. It was also reported that "the hole could have occurred from calcium or plaque upon inflation".

Manufacturer narrative:
Device is currently under evaluation into complaint root cause.